Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose all day long. They had changed the infusion set yesterday. The customer had a blood glucose level of 375 mg/dl for most of the day. The customer's current blood glucose level was 406 mg/dl. The customer had symptom of chest pain. The customer had treated their high blood glucose with manual injections. It was found while troubleshooting that the infusion set's cannula was bent. The customer will return the infusion set and receive a replacement for their sensor. The device will not return for analysis.